Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump keypad buttons were unresponsive and blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for keypad anomaly and the pump has not been exposed to altitude change. Troubleshooting was performed for blank display and the display returned after being blank for less than 30 seconds. The battery cap contacts were not damaged or corroded. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No blank display after battery installation. Pump received with an unresponsive keypad at all buttons. Unable to perform the displacement test, active current test, sleep current test, self test due to keypad button anomaly. Used test keypad button downloaded history. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. However, found multiple stuck key alarms (61) on event date 06/29/2025 17:13:22.000, 06/29/2025 17:28:14.000, 06/29/2025 18:36:00.000, 06/29/2025 18:54:48. In file history. Pump was cut open to perform visual inspection and found no moisture damage¿on the electronic assembly.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked cracked case corner of belt clip rail, label damage. Blank display not confirmed. Button keypad anomaly and stuck button error alarms due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.